Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 4/7/2023 at 03:07 there was a pump error 53 (linenumber 0 filenumber 30) alarm followed by a battery failed alarm. There were also two (2) additional battery failed alarms that occurred at 07:01 and 07:05. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. No corrosion was found on the battery tube and battery tube spring. There was a usage_exception registered in the detailed traces which caused the pump error 53 (linenumber 0 filenumber 30) alarm followed by a battery failed alarm to occur, the fault is isolated to the hardware (esf# (B)(4)). A test p-cap does lock into place inside the reservoir compartment properly. No damage on the inside of the battery tube or on the battery tube spring was found during the visual inspection. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. High bg anomaly is not confirmed. The pump passed all functional testing. No moisture damage was noted during the visual inspection. Pump error 53 and battery failed alarms are confirmed, the fault is isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53) and battery failed alarm. The customer experienced high blood glucose. Troubleshooting was performed for battery failed alarm and found that battery cap springs were damaged and corroded. It was also reported that pump exposed to moisture and customer declined troubleshooting for pump error alarm and fluid in pump. No further complication requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.